Manufacturer narrative:
Technical eval: the catheter was returned in two pieces attached by the core wrapping wire. The distal segment is 43.8 cm in length. There are multiple flat spots in the distal segment that appear to be the result of post incident handling. The incident is confirmed as reported. The DHR of this mfg has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 0854 (lot# l15210). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. Deviation authorization (B)(4)applies to this lot. This da calls for increased testing of coating length and lubricity on all catheters produced in this time frame. The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The parts released in this lot met process requirement.

Event description:
When removing the device from the packaging, the physician noticed that the catheter was cracked in the middle. The catheter was never used on the pt. The case was completed successfully with another catheter. No pt injury.